Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a discrepancy between sensor glucose and blood glucose which is not within range, unexpected suspend (low sensor glucose). The customer experienced hyperglycemia with blood glucose value of 17 mmol/l. The customer reported hyperglycemia was treated with an insulin pump. The event involved product(s) mmt-1885. Troubleshooting was performed. The sensor glucose value was 4 mmol/l, while the blood glucose value was 17 mmol/l, resulting in a difference of 13 mmol/l. This difference was outside the target range, and insulin delivery was suspended due to the low sensor glucose value (4 mmol/l), triggering a suspend on low/suspend before low event. Low limit in the sensor settings was 4 mmol/l. No further patient complications were reported. No product return is required for mmt-1885.

Manufacturer narrative:
Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The test guardian link with the watertight tester and the test accu-chek guide link bg meter communicates properly to the pump. Pump programmed with sg and bg value and all registered properly in the summary history noted. The test guardian link with the glucose senor simulator communicated properly with the pump noted. No communication anomaly. Pump programmed with suspend before low and suspend on low and the alerts functioning properly. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case and pillowing keypad overlay during the visual inspection. In summary, pump passed all required testing. Customer alleged unable to confirmed for differences between sg and bg values. Customer alleged suspend on low/suspend before low not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.